Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. The rv lead was replaced and the procedure continued with the new lead on 6 jul 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of inadequate r-wave amplitude variation and capturing problems were not confirmed. A complete lead was returned in on piece. Visual examination and electrical testing did not find any anomalies.